Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the pinch clamp did not work properly.

Manufacturer narrative:
The customer reported the clamp did not work properly and returned one used sample of material mp5301-c, lot unknown. The sample was returned with pr (B)(4), and investigated by the pump team. The sample was found to have an issue on the pinch clamp, and the complaint was verified. The pinch clamp does not close all the way and is disformed. The sample was returned for further investigation to the supplier of the component. The pinch clamp had no other similar complaints issued, and this is the only occurrence, which falls within the acceptable quality range. Based on the existing information, the issue will be logged for awareness and trending, but no actions are deemed necessary, and will not be taken. The root cause for the issue remains unknown. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.